Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer that plastic coming off when needle inserted into guide. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of plastic on the needle shaft is confirmed; however, the root cause could not be determined. One photograph of a needle and needle guide was returned for evaluation. An initial visual observation of the photograph showed the needle inserted into the needle guide. A small piece of plastic was observed on the needle shaft. What may be excess material was observed near the distal end of the needle .guide. No use residue was observed on the sample in the returned photograph. Although a small piece of plastic on the needle shaft was observed in the submitted photograph, inspection of the photograph was insufficient to identify the root cause. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11

Event description:
It was reported by customer that plastic coming off when needle inserted into guide. No other information was provided.